Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 19:38:05 on (B)(6) 2023. At 17:09:18 on (B)(6) 2023, the patient received the appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was seven seconds of asystole transitioning to an idioventricular rhythm @ 50 bpm. The rhythm then degrades to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt disconnected at 17:18:12 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.